Event description:
It was reported that during intra-aortic balloon(iab) therapy, upon insertion of balloon it was unable to pass through the sheath which wasw provided in the package. Damage caused to balloon. No injury or harm occured to patient.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, medical device ¿ problem code , component codes, investigation findings, investigation conclusions), h11. Corrected fields: b5, d4 (lot #, UDI #) . No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) unable to pass the balloon through the sheath provided in the package. Damage caused to balloon. No injury.